Manufacturer narrative:
2-jul-2021 no failure could be identified as a result of the investigation.

Event description:
Tampon broken inside me, retained- vagina [foreign body in reproductive tract]. Top of tampon was looking cut off, broken [device breakage]. Pulled it out... Noticed the top was looking cut off [complication of device removal]. Case description: consumer reported via e-mail that the top of the tampon looked cut off and it was broken inside her. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon broken inside me, retained: vagina [foreign body in reproductive tract]. Top of tampon was looking cut off, broken [device breakage]. Pulled it out noticed the top was looking cut off [complication of device removal]. Case description: consumer reported via e-mail that the top of the tampon looked cut off and it was broken inside her. No serious injury reported.